Manufacturer narrative:
The device was returned to zoll medical for eval. The malfunction was observed and the main board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.